Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis (date of onset unknown). There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any fluid leaks or any issues with fresenius device, or product. The nurse stated the peritonitis was attributed to a gastrointestinal source. No more information about the event was provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy that may be caused by many different factors and etiologies. The patient¿s pd nurse reported the event was due to a gastrointestinal source which is not an uncommon finding. Peritonitis is known to be caused by translocation of gut bacteria from concomitant constipation or diarrhea as well as via touch contamination of gut bacteria during the pd exchange. Therefore, based on the limited reported information, the peritonitis may have been associated with a gastrointestinal source (mechanism unknown), as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis (date of onset unknown). There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient had peritonitis. The nurse also stated the event was not related to any fluid leaks or any issues with fresenius device, or product. The nurse stated the peritonitis was attributed to a gastrointestinal source. No more information about the event was provided.